Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 2.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a non boston scientific device. No patient complications were reported and the patient was good post procedure.